Event description:
During an unknown procedure, fired device and no staples came. They pulled second one and the same thing happened. No staples came out. The third device worked as intended and completed the case. There were no patient consequence.